Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the sheath consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.